Manufacturer narrative:
No problem found. The accounts engineer tested the bed for several hours and the ppm stayed armed and will alarm.

Event description:
The account engineer alleged that the staff said the patient positioning monitor (ppm) was armed and turned itself off. No injuries.